Manufacturer narrative:
The failure investigation has been completed and the alleged out of range issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged cgm error issue was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. Additionally, out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose was 140 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.